Manufacturer narrative:
The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices, deeming the ipg inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.